Manufacturer narrative:
The investigation conducted by field service engineering concluded that the system fault experienced by the customer was associated with the pt side manipulator (psm). The system was repaired by replacing the affected psm. The psm was returned to isi for failure analysis investigation. Engineering discovered two defective potentiometer assemblies within the psm, thus generating the system error experienced by the customer. The system alarm (system generated fault code) functioned as designed and there was no injury to the pt. The procedure was converted to open surgical techniques to complete the planned procedure. As of june 13, 2007, there have been no reported recurrences of the issue at this hospital.

Event description:
It was reported that during a da vinci prostectomy procedure, the customer experienced an unrecoverable 21013 system error code. No pt harm was reported. The procedure was converted to traditional open surgical techniques to finish the planned surgery.